Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that after the completion of a left sided transcarotid artery revascularization (tcar) procedure, the patient experienced aphasia approximately 6 hours post-procedure. An MRI showed micro-emboli on the ipsilateral side. The patient's symptoms were improving as the patient was using very coherent short phrases. No p2y12 inhibitor testing has been performed on this patient.